Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the filter struts through the ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the filter struts through the ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter malfunctioned and there was perforation of the filter struts through the inferior vena cava (ivc) wall. Additionally, according to the information received in the patient profile from (ppf), the patient is also reported to experience severe pain and mental anguish. The patient¿s medical history is significant for clinically severe obesity, high blood pressure, heart disease, high cholesterol, asthma, arthritis, cholecystectomy, liver disease, neurological disorders, and pain in spine. The filter was placed via the right common femoral vein, the filter was inserted in the distal inferior vena cava. It did not migrate or rotate. The patient tolerated the procedure well. An intraoperative venacavagram showed the filter beginning at the inferior endplate of l2 and extending inferiorly. Approximately two months and fifteen days post implantation of ivc filter, the patient underwent a laparoscopic roux-en-y gastric bypass and gastrojejunostomy without any difficulty. The day after, the patient underwent an upper gi series that demonstrated no obstruction or extravasation. Approximately eleven years and four months post implantation of ivc filter, the patient underwent a computerized tomography (CT) scan of the abdomen which demonstrated diffuse vascular calcifications, moderate degenerative arthritis lumbar spine, superior extent of the filter to be at the superior body of l2, inferior extent of the filter to be at the inferior body of l3, approximately four prongs are shown to be perforating the ivc by approximately three millimeters, and approximately twenty eight degrees of tilt of filter superior to inferior right on coronal images. However, no significant tilt was noted in the sagittal images. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant imaging has not been provided. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient had a history of clinically severe obesity, high blood pressure, heart disease, high cholesterol, asthma, arthritis, cholecystectomy, liver disease, neurological disorders, and pain in spine. During placement of the ivc filter via the right common femoral vein, the filter was inserted in the distal inferior vena cava. It did not migrate or rotate. The patient tolerated the procedure well. An intraoperative venacavagram showed the filter beginning at the inferior endplate of l2 and extending inferiorly. Approximately on or about two months and fifteen days post implantation of ivc filter, the patient underwent a laparoscopic roux-en-y gastric bypass and gastrojejunostomy without any difficulty. A day after, the patient underwent an upper gi series that demonstrated no obstruction or extravasation. Approximately on or about eleven years and four months post implantation of ivc filter, the patient underwent a computerized tomography (CT) scan of the abdomen without intravenous or oral contrast which demonstrated diffuse vascular calcifications, moderate degenerative arthritis lumbar spine, superior extent of the filter to be at the superior body of l2, inferior extent of the filter to be at the inferior body of l3, approximately four prongs are shown to be perforating the ivc by approximately three millimeters, and approximately twenty eight degrees of tilt of filter superior to inferior right on coronal images. However, no significant tilt was noted in the sagittal images. According to the information received in the patient profile from (ppf), sometime post implantation of the ivc filter the patient reports to suffer from tilting of the filter, continuous and severe pain, mental anguish, and potential removal complications. Additional information is pending and will be submitted within 30 days upon receipt.